Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high accutni result above the ami cut-off for one patient that was generated by the access 2 immunoassay system. Accutni was repeated and the result was in the normal reference range. The original erroneous result was reported outside the laboratory, but amended by the repeated result. The patient was started on nitroglycerin drip due to the initial accutni result. The drip was discontinued after repeat testing produced a normal result.

Manufacturer narrative:
According to the customer's supplied qc charts, all levels of accutni qc were within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on 09/08/2010 for this event. The fse replaced the incubator belt bearings, vessel holders and calibrated the belt due to a noisy incubator belt. The fse did not note any hardware issues which could have contributed to this event. A definitive root cause has not been determined to date for this event.